Manufacturer narrative:
(B)(6). The console was evaluated and serviced at the hospital. The reported incident of a sync alarm, related to the console digital and analog displays not matching, was confirmed during evaluation at the customer site by a representative of the manufacturer''s technical services team. Resetting the device resolved the issue and restored the device functionality. The device was subjected to and passed functional testing, and returned to service. The specific circumstance which led to the loss of digital/analog display calibration was unable to be determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with biventricular paracorporeal ventricular assist devices. It was reported that the patient¿s console began displaying sync alarms and the digital cardiac output reading showed ¿e¿. It was reported that the analog reading on the left ventricular assist device vacuum was -58 mmhg, while at the same time, the digital lvad vacuum reading was 31 mmhg. The lvad pressure was reported to have been 215 mmhg, but it was not certain if the reading was digital or analog. It was reported that the low pressure caused by the sync issue prevented the console from providing full pump flash. The console was reportedly exchanged for a portable console, preventing the patient from being harmed. The patient was not symptomatic during the event.